Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis requested assistance from technical support due to a scale problem error the previous evening. The patient stated she had been released from the hospital. Upon follow up with the patient's nurse, it was confirmed that the patient had been hospitalized for peritonitis. The source of peritonitis and the hospital discharge summary were not available.

Manufacturer narrative:
Clinical evaluation: a temporal relationship exists between the liberty cycler/fmc cassette and the patient¿s hospitalization for peritonitis. However, there have been no reported allegations or liberty cycler/fmc cassette malfunction that may have caused or contributed to the patient's peritonitis event. Due to the lack of information, the etiology for the patient's peritonitis event cannot be determined. Should additional information become available this clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis requested assistance from technical support due to a scale problem error the previous evening. The patient stated she had been released from the hospital. Upon follow up with the patient's nurse, it was confirmed that the patient had been hospitalized for peritonitis. The source of peritonitis and the hospital discharge summary were not available.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis requested assistance from technical support due to a scale problem error the previous evening. The patient stated she had been released from the hospital. Upon follow up with the patient's nurse, it was confirmed that the patient had been hospitalized for peritonitis. The source of peritonitis and the hospital discharge summary were not available.